Manufacturer narrative:
Product analysis: the product was not returned; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusions can be made. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this 26mm transcatheter bioprosthetic valve, the valve was implanted at a depth of 0mm on the left coronary cusp (lcc) and 0mm on the right coronary cusp (rcc) when it dislodged. The valve skirt occluded the left main coronary artery and the valve could not be recaptured. Subsequently, the valve was surgically explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. It was reported that the valve was implanted into a patient with a small aortic root and the implant depth was 0 mm on both the left coronary cusp (lcc) and the right coronary cusp (rcc). The valve dislodged and per the physician, the valve skirt occluded the left main coronary artery and could not be recaptured. Potential factors that can influence a valve to dislodge include, but are not limited to, tension applied on the delivery catheter system (dcs) during positioning, patient calcification levels and compliance of the aorta and native vessels. In this case, the dislodgement may have been attributed to the shallow implant depth but a root cause could not be conclusively determined. Valve dislodgement events are typically not related to a device malfunction. It should also be noted that the target implant depth for evolut pro is 3 ¿ 5 mm. Regarding the coronary occlusion, it is listed as a potential risk associated with the implantation of the valve in the instructions for use (IFU). Coronary occlusion can be attributed to procedural factors (e.g., valve positioning, sizing, technique) and/or anatomical factors (e.g., location of coronaries with respect to the valve, height of ostia). Based on the available information and no procedural imaging to review, the cause of the coronary occlusion cannot be conclusively confirmed or determined. In this event, the valve was surgically explanted and no additional adverse patient effects were reported. Updated data: results codes & conclusion codes. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.